Event description:
During a clinic follow-up, the device was able to be interrogated using inductive telemetry and it was revealed that the device was in back-up (bvvi) mode. Due to the bvvi, the device was unable to be fully interrogated. Upon investigation, the cause of the bvvi was revealed to be due to an off-label MRI, which resulted in a loss of high voltage (hv) therapy. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of backup operation (bvvi) due to a power on reset (por) following an MRI was confirmed. Based on the information received, the device entered por due to the MRI settings not being enabled by the user prior to the MRI. Live analysis of the returned device confirmed the firmware is not running, and thus was unable to be restored per the reported event. The device entered this state due to the programmer communication pulling an incorrect device memory location. After the device was received for analysis, it was restored from backup mode and functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and were revealed to be normal. The cause of the bvvi is consistent with MRI exposure without being configured to MRI settings.